Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia while at school, with a highest blood glucose of 350 mg/dl and alerts for levels above 300 mg/dl for over 90 minutes; the elevated glucose persisted for approximately two hours and then returned to target within an hour without backup therapy, ketones were negative, and no medical intervention was required. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance and no hospitalization. Investigation included customer contact, review of the event details, and troubleshooting guidance that included changing infusion or related supplies if needed. Investigation of this case revealed that the device function and components were not confirmed to be at fault and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.